Manufacturer narrative:
One used needle and syringe were returned for device evaluation. Visual inspection found no discrepancies or anomalies. Functional inspection was performed to confirm the safety mechanism could be activated. The safety mechanism activated as intended. The reported issue could not be replicated, and the complaint could not be confirmed.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the needle stick prevention mechanism of a deltec® gripper plus® safety needle did not work, and the needle could not be stowed in the product. Another needle was used. No injury was reported.